Manufacturer narrative:
Other device used: catalog # 00434903800, zimmer trabecular metal reverse shoulder system base plate, lot # 60389115. Evaluation summary: this glenosphere and base plate has been recalled. Evaluation results and conclusions: glenosphere taper was evaluated and the diameter was found to be oversized by approximately 0.001".

Event description:
It is reported that the devices were implanted in 2006. The following year, the pt presented with a painful shoulder. An x-ray was taken to further evaluate the situation. The findings indicate the glenosphere is dissassociated from the baseplate. The devices were revised fifteens days later. The surgeon also noted that the pt has parkinson disease, and felt this was a contributing factor.